Manufacturer narrative:
The biomed responded to ambulatory surgery, performed troubleshooting and found a failed spo2 cable. The biomed replaced the spo2 cable and performed spo2 performance test. The device passed testing and was returned to service. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The philips biomed reported on the customer's behalf that the spo2 levels are low. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Additional information was received; the biomed stated no abnormal wear was noted. The faulty spo2 cable was replaced, and a full spo2 performance test was conducted. The device successfully passed all testing and met performance specifications. Following verification, the device was returned to service.